Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, the surgeon was inserting the rigid catheter guide into the foley catheter and the guide punctured the catheter and then punctured the urethra. No further information was available.

Manufacturer narrative:
Conclusions: should additional information be obtained, a supplemental 3500a form will be submitted accordingly.